Event description:
This 52-yr-old female had silicone breast implants implanted at another facility and the date of implantation was unknown to the pt. The pt presents with complaints of discomfort around the left breast medially and in both axilla. A recent mammogram showed evidence of the left implant being ruptured. Gross exam: the right implant is intact without gross evidence of leakage of its contents. The left implant is focally perforated: a 0.1 cm defect is found to exude a gelatinous and tenacious gel-like substance.